Event description:
It was reported that a patient underwent eyelid correction procedure on an unknown date and suture was used. Ten days post operatively, the patient got a severe infection around the lateral corner of the eye extending towards the upper and lower conjunctival sacs. The sclera is completely red with inflammation and swelling. The surgeon opines that the suture is the source of the infection. The current patient status has not yet been confirmed by the surgeon. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the suture was left in place in the infected lower eyelid because the wound did not open. The infection appears to be under control with the treatment started by the doctor with a broad-spectrum antibiotic. Initially, the patient was administered augmentin, then avelox and daily applications of eye ointment with tobrex and trafloxal. The infected lower eyelid required surgical debridement down to vital tissues. The tarsoconjunctival transplant that was inserted surgically afterwards appears to be necrotic. Aesthetic residual damage was reported. (B)(4).